Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable aspartate aminotransferase (ast) and alanine aminotransferase (alt) results for 1 patient sample on a cobas 4000 c311 stand alone system. The initial ast result was 103.5 u/l, and the repeated result was 16.4 u/l. The initial alt result was 68.5 u/l, and the repeated result was 14.2 u/l. This medwatch will apply to the alanine aminotransferase assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the aspartate aminotransferase assay.